Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: during compounding it was noticed that there was a loose piece of plastic inside the bag.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) compounded bag was received for evaluation. The bag was visually examined and no particulate could be seen. The solution was then filtered to check for particulate matter, and no particulate matter was found on the filter membrane. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned bag met specifications, and no particulate matter was detected. If additional pertinent information becomes available a follow-up report will be filed.